Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings and the restart did not help. After insertion sensor electrode was missing. Blood glucose levels was not reported. Product is not being return for analysis.